Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.